Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2014 with the following findings: review of the black box data revealed a call service alarm after a partial delivery of 0.45 unit of a programmed 3.5 unit bolus delivery on january 28, 2014. There is no record in the bolus history of a partial delivery. On investigation, the pump was exercised for 24 hours during which time multiple boluses were performed with no alarms or warnings occurring. Investigation was not able to duplicate the complaint of the call service alarm.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump experienced a call service alarm three or more times within 30 days. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged call service alarm issue remained unresolved with troubleshooting.